Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: four static images were provided for review. Media files show the bioprosthetic valve being implanted into a surgical valve of unknown type and size. As the valve is being deployed, it appears to be very deep. The target depth of implantation is 3mm. Recapture is warranted if depth 1mm or >5mm. The valve dislodged ventricular after final release to a final depth of approximately 10mm. The depth of implantation of the first valve is deeper than the 3mm target and >5mm so a recapture was warranted. The patient¿s executive summary was not provided for anatomical review. Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Dislodgement and positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was noted that central aortic regurgitation of the previously implanted non-medtronic surgical aortic valve contributed to the multiple dislodgments and subsequent recaptures. The instructions for use (IFU) instructs that deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, inside a previously implanted non-medtronic surgical aortic valve, the valve dislodged less than 6 times while still attached to the dcs and was subsequently recaptured less than 10 times due to the positioning of valve being too deep as well. It was noted that central aortic regurgitation of the previously implanted non-medtronic surgical aortic valve contributed to the multiple dislodgments and subsequent recaptures. It was further reported that it was not difficult to recapture the valve, and the capsule of the dcs responded when the deployment knob was turned. There was no deployment issue/malfunction associated with the dcs. The system was withdrawn, and a new valve was loaded on a new dcs. The new valve was implanted in the patient. No adverse patient effects were reported.